Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported 3 bd syringe 3ml ll 200 s/c experienced leakage. The following information was provided by the initial reporter: leakage 3ml syringes, multiple syringes failed, care was delayed, potential dosing concern.

Manufacturer narrative:
H6: investigation: nineteen sealed 3ml syringes received for investigation for lot number 1131289. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Upon visual inspection of samples, one syringe was found with molding defects. Functional testing was performed on all samples, 16 syringes had leakage defect. Possible root cause is associated with inspection failure of the molding parts which include molding temperature failure, and inspection process.

Event description:
It was reported 3 bd syringe 3ml ll 200 s/c experienced leakage. The following information was provided by the initial reporter: leakage 3ml syringes, multiple syringes failed, care was delayed, potential dosing concern.